Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion in the mid left anterior descending artery was predilated with a 2.5x12mm maverick balloon. The taxus express2 2.75x28mm drug eluting stent was advanced, but was unable to cross the lesion. The device was removed and it was noted that a stent strut was lifted. The procedure was completed with another taxus express2 stent. No patient complications occurred. Patient status is satisfactory.